Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl. The customer was treated with insulin pump. The customer reported that the pump alerted and find out the tubing had broken off. The customer declined troubleshoot for high blood glucose. The customer was advised to change the infusion set and also advised to return the set for analysis. The insulin pump will not be returned for analysis.